Event description:
The narrative reported in manufacturer report # 6000030-2013-00189 is being updated to this: additional information received, per communication from the patient¿s legal representative, alleges the device caused the patient harm from ¿approximately¿ (B)(6) 2004 until the device was replaced in (B)(6) 2005. The previously reported pump caused personal injury including ¿pump malfunction requiring medical intervention, catheter problems, manufacturing defects and/or other defective warnings concerning the devices is captured in manufacturer report # 3004209178-2013-11945 and 2182207-2009-03880.

Event description:
The device was returned with no information. Additional information received, per communication from the patient¿s legal representative, alleges the device caused the patient harm from ¿approximately¿ (B)(6) 2004 until the device was replaced in (B)(6) 2005. The pump caused personal injury including ¿pump malfunction requiring medical intervention, catheter problems, manufacturing defects and/or other defective warnings concerning the devices.¿

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Only the pump was returned. Final analysis of the pump revealed no anomaly found.